Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the customer has been having issues with the infusion set as the insulin pump alarmed no delivery. The customer's blood glucose was 435 mg/dl, treated with a shot. Customer's mother stated the alarm didn't occur during manual prime. The alarm has been resolved with an infusion set changes. Customer is not returning the insulin pump for analysis. Device information wasn't provided as customer's mother didn't have the device s/n.